Manufacturer narrative:
The barimaxx ii bed was returned to the kci service center on 04/27/09 for evaluation. Evaluation of the device by a kci field repair technician, including the footboard, concluded that there was no product malfunction. In order to remove the barimaxx ii footboard, a latch located at the bottom left of the footboard must first be disconnected.

Event description:
It was reported that while moving an empty barimaxx ii bed to another location, the footboard allegedly dislodged and fell on the nurse's toe. X-rays determined that the nurse's fifth toe was fractured. On 04/30/2009, the nurse was reported to have been doing well after receiving a walking cast.